Event description:
Consultant reported event occurred on (B)(6) 2011. During a lumbar fusion at l4-s1 procedure, the ti collar split apart and broke during final tightening. Nothing broke off into wound, nothing to retrieve. The surgeon replaced it with another ti collar and completed the procedure with no further problem. Update 6-nov-2014 - additional information was provided by (B)(4), identified by post market surveillance. (B)(4) reported the following from the physician: product problem with synthes uss-1 posterior spinal instrumentation system. Thoracolumbar segmental instrumentation was performed uneventfully until final tightening with the use of designated torque wrench. Upon tightening of the bolt corresponding to the right iliac screw, the collar which captures the rod to the screw was noted to splinter in half. It was replaced uneventfully. We have noticed a sudden increase in intraop/postop breakage of these collars at our academic institution after almost 20 years without problems. These breakages have all been reported to synthes representatives. I am told that the broken collar and torque wrench were both examined by the company. This reported event is for 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device is an instrument, not implanted/explanted. Subject device has been received and evaluations have been conducted. The manufacturing records were reviewed and no complaint related issues were found. A product development evaluation was completed. The results of both the raw material testing and the manufacturing evaluation indicated each process was carried out according to the engineering specifications, and work instructions applicable to each department. A product design evaluation was also conducted; this review focused on the interaction of the collar, and nut with the mating instruments and their interaction with the side opening implants. A comprehensive review of the design was conducted by an independent industry expert. The product development evaluation concluded: the overall analysis of our investigation has indicated that no root cause can be found for the reported complaints. Several process improvements have been identified and implemented and future complaints will be evaluated as they occur. Placeholder.